Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported false positive sars result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Correction: b4 - added today's of the follow-up report d1 - corrected brand name d2 - corrected common device name and product code d4- corrected UDI number and catalog number g4- corrected PMA/510(k) number